Manufacturer narrative:
H10: additional information added in d9. H3, h6: the reported device was received for evaluation. A visual evaluation showed the devices were together in a bag. Each returned device is in original packaging with the batch number of the complaint on the labels. The color scheme of each device matches the print. The inner blade of each device has fractured inside the outer blade at the bend, and bio debris is present. A small piece of metal had fallen out into the single bag that all the devices were returned in. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy procedure, the tip of the (2) blade plus plat stopped oscillating mid case and when the inner shaft was removed, the tip was still in the outer shaft, broken off.no pieces were fallen into the patients wound. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.